Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed and caused inappropriate therapy. The noise was not reproduced with isometrics and pocket manipulation, however, noise was produced during threshold tests. The threshold was high but has been chronically high. The lead was capped.